Event description:
Breast deformity with leaking breast implant. Scheduled surgery performed with reconstruction of rt breast with saline implant & latissimus dorsi flap following removal of implant rt breast & tram flap lt breast.